Event description:
Initially mriv motor ran noisy and sluggish. 4/17/2000 - add'l info provided by an operating room nurse indicated that the surgical procedure, involving the mriv motor, was stopped and the pt closed. Pt was then moved into another surgical suite and the procedure was completed using a different motor. This pt was dismissed from the hosp without complication.